Manufacturer narrative:
Batch review performed on 09-jun-2020: lot 1810372: (B)(4) items manufactured and released on 04-mar-2019. Expiration date: 20.02.2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Lot 1900408: (B)(4) items manufactured and released on 30-apr-2019. Expiration date: 14.04.2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to falling and fracturing both patellae bones. The patient also presented with synovitis. The surgeon debrided the soft tissue and performed a washout in both knees. He also performed a bilateral poly swap and the surgery was completed successfully. The patella fractures were not fixed.